Event description:
The customer reported erroneous results on two patient samples were obtained when using the coulter hmx hematology analyzer with autoloader. The instrument generated hgb (hemoglobin) lamp voltage errors while running the patient samples; all controls passed within specifications before patient samples were run. The customer stated hgb, mch (mean cell hemoglobin) and mchc (mean cell hemoglobin concentration) results were affected. Erroneous test results were reported out of the laboratory. The test results were questioned by the physicians and repeated in another laboratory at the same facility. Amended reports were issued. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer adjusted the hgb (hemoglobin) lamp voltage to attempt to troubleshoot and resolve the hgb lamp voltage issue. To verify the instrument, the customer re-ran the controls. The controls were out of specification, and there were hgb and differential background issues. The customer was advised by customer technical support to change the reagents. The customer changed the diluent, diff pak and cbc lyse and primed the instrument. The instrument was again verified and all tests passed within specifications. Test results for patient samples were acceptable. These actions resolved the hgb and differential background issues. A field service engineer was not dispatched to evaluate the instrument. Identification of failure mode: the failure mode was related to the hgb lamp voltage. All the reagents were also replaced. The failure mode identified for hgb lamp failures will result in erroneous yet credible results for hgb, mch and mchc. Evaluation of labeling: special procedure and troubleshooting pn 4237520 section 4, "the replacement and adjustment of the hemoglobin lamp voltage adjustment" is a customer procedure; instructions are provided and the customer is advised to call a beckman coulter representative if the hgb out of range error is not resolved by performing a system test. Per labeling, beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.